Event description:
It was reported a catheter bond joint separated. There was no pt injury reported.

Manufacturer narrative:
One 6f reflexion catheter was received for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The returned catheter was received with a separation at the bond that secures the distal shaft to the body of the catheter. Add'l investigation confirmed the bonding adhesive between the joints was effective. We were unable to determine the cause for the split.